Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when the insulin pump¿s buttons were less responsive, the act button and up and down buttons were harder to press, sometimes had to press buttons twice, scratches on screen, insulin pump had rejected new battery, slower during rewind and louder during rewind. Customer's blood glucose value was unknown. Customer declined to 24 hours helpline. The device will not be returned for analysis.